Event description:
The customer alleged they received a questionable result for one patient on their e411 analyzer. The reagent involved in this event was either human chorionic gonadotropin, stat (hcg) or intact human chorionic gonadotropin + the ss-subunit. Clarification has been requested. The customer stated the repeat results were produced from an aliquot of the sample. The patient's initial hcg result was 0.500 miu/ml accompanied by a data flag and it was reported outside the laboratory. The doctor questioned the result as the patient was pregnant. The repeat result was 10000 miu/ml accompanied by a data flag. The sample was diluted and the final result was 126949 miu/ml accompanied by a data flag. There were no reports of any adverse events and the patient was not harmed. The provided reagent lot number was 00170570 and the expiration date was 02/27/2014. The field service representative tested the affected sample six times and got results of >10000 miu/ml all six times. All negative results that were obtained in the previous two weeks were repeated and all the results were still negative. He set up auto-dilution for all sample outside the linear ranges on the analyzer.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The root cause could not be determined due to the lack of information provided. It was noted the customer was not following the tube manufacturer's centrifugation recommendations. Additional information was not provided for further investigation.